Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. Visual examination of the provided pictures identified the constrained liner and ring within the joint, and then the explanted ring, covered in bio-debris. The ring and liner appear to still be assembled within the joint after the dislocation. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 1. Right total hip arthroplasty with cup-cage construct and constrained acetabular cup liner. 2. Femoral head component and acetabular cup constrained liner are dislocated. 3. Generalized reduced bone mineral density. Bony deficiency of the proximal femur about the proximal femoral. Stem. Radiolucent lines at metal-bone interfaces of the proximal femoral stem are possible for loosening of the femoral component. 4. Heterotopic islands of bone project lateral to the hip. A bony fragment projecting medial to the proximal femoral stem may be heterotopic island of bone versus old ununited fracture of the proximal medial femoral shaft. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). H10: unknown head. Unknown cup. Unknown stem. G2: japan. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to dislocation. During the procedure, the liner and head were revised successfully. It was confirmed that no further information could be provided.